Event description:
Additional information was received from a manufacturer representative (rep). Rep reports the cause remains unknown at this time. Rep reports that per the patient they have not followed up with the physician at this time. Rep reports the issue has not been resolved. Rep reports this information was confirmed with the patient's health care provider and the health care provider confirms the patient does not have a follow up appointment at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt had an MRI today and reported that every time they heard the loud noise of the MRI machine during the scan they felt shocking down their arms and legs. Pt reports it was uncomfortable. Pt states that when the MRI scan was stopped the MRI technologist recommend pt go to another MRI facility with newer technology as their machine was "outdated". Rep noted MRI mode was activated prior to scanning and leads are in the epidural spine at the top of t7, rep wanting to know if this is normal. Tss reviewed that it may be best to speak with MRI facility to inquire if all the scan parameters were met, redirected pt to hcp. Caller stated they are with patient today and there are no issues with impedances or connectivity and facility followed mdt MRI guidelines. Caller stated they mapped out stimulation and everything is in the appropriate areas (below perception on dtm programming). Caller mentioned that the reason patient was having brain scan is because they have been having frontal lobe headaches since scs was implanted. Caller requested assistance on what facility can do in order to scan the patient and how to proceed. Tss reviewed that facility can adjust scanning parameters within our labeling but wouldn't be able to recommend anything outside our guidelines.